Manufacturer narrative:
Concomitant medical products: product ID: 977a260, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient had a return of symptom. The impedances were all within normal limits, but the x-ray showed minimal lead migration. The patient was reprogrammed and the issue was deemed resolved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the serial numbers of the patient's leads. The rep indicated that it was unknown which serial number was the lead that had migrated. The cause of the lead migration was not determined. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.